Event description:
In a social media report, a consumer reported that a multifocal intraocular lens (iol) was exchanged. The consumer stated that the surgeon targeted monovision during the exchange procedure and this came out perfectly. The consumer reported the monovision was working better than the vision with the multifocal lens. The consumer stated most tasks could be performed without glasses. The consumer did not provide any contact information; therefore, no follow up could be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The consumer did not provide any contact information; therefore, no follow up could be conducted. (B)(4).